Manufacturer narrative:
Manufacturer investigation conclusion: the reported event of the motor stopping when the cable was wiggled was confirmed. The centrimag motor (serial #: (B)(6)) was returned for analysis at mcs pleasanton. The returned motor was evaluated and tested. The motor cable passed the visual inspection; however, when connected to a mock loop, the unit failed when the motor cable was moved near the motor body. The reported event was able to be confirmed and duplicated. A functional check was performed per procedure and the unit failed to pass the functional check. The motor was not repairable and was scrapped. Reports of similar events will continue to be tracked and monitored. The root cause for the reported event was not conclusively determined through this analysis; however, it appears to be an issue with the motor cable. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The motor has been received for analysis. The investigation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the facility received the centrimag motor as a loaner and it failed incoming inspection. The motor would stop pumping when the cable was wiggled.